Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: body sickness, cognitive dysfunction, and depression. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via FDA medwatch number: mw5083468, that a female patient of unknown age and race underwent unspecified breast surgery with 400cc mentor memorygel breast implants on both sides on (B)(6) 2010 and developed body sickness, cognitive dysfunction, and depression. As a result, the device was explanted on (B)(6) 2020. This report is for the patient¿s side implanted with device lot number 5976913.